Event description:
Device malfunction: partial stent deployment. Time of malfunction: unk. Symptoms/ae: none. It was reported that during an interventional procedure the xpert stent possibly did not cross an unspecified lesion. The xpert stent was received with blood and dried contrast in the tip. The distal end of the stent was partially deployed. There was no reported adverse pt effect. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.